Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. The erbe was returned for failure analysis. The reported c-34 erbe fault was confirmed and reproduced. On startup, the unit displayed error c-34. The error log confirmed errors c-34, c-00, m-31, m-0b, and m-11.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure that the erbe stopped working and faulted with errors m-11 and c-34. The intuitive tech support engineer (tse) asked the caller to unplug the erbe for over one minute. The faults returned on power up. The procedure was completed with a different da vinci xi system. There were no reports of patient injury.